Event description:
Customer reported the insulin pump was alarming threshold suspend. Blood glucose was 106 mg/dl and sensor was 104 mg/dl. Threshold suspend limit is set to 70 mg/dl. Customer mentioned he had extreme lows in january due to h1flu. The drive support cap was normal. Reservoir and device display the same amount of insulin. Customer stated that he might have over corrected since he had a very active day. Customer was advised how to properly calibrated the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.